Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular lead was unable to be successfully implanted, as physician over torqued the lead leading to fracture, this lead was also noted to have exhibited helix retraction issues and out of range impedances. This lead was successfully replaced prior pocket closure. No adverse patient effects.